Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia with value below than 40 mg/dl. Customer's other blood glucose value was 67 mg/dl. The customer was treated. The device will not be returned for analysis.